Event description:
Unsolicited: infusion nurse reported that patient's pump stopped working in the middle of infusion without reason and would not start again even after batteries were replaced. Patient did not miss dose because they were able to use IV (intravenous) administration to complete infusion. No adverse events reported due to product issue. Unknown if device is available for return. Serial number and maintenance due date for pump: not provided. No further info. Reported to (B)(6) by: health professional.